Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The damaged battery pins and rear case were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device had a pushed pin in the battery well. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a pushed pin in the battery well. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.